Manufacturer narrative:
It was reported that the customer purchased the required battery locally and the unit was cleared for clinical use.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) had no battery backup. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse recommended to change the battery, and noted that the iabp unit is functional on main power only. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had no battery backup. It is unknown under which circumstances the event occurred, or if a patient was involved, however, there was no adverse event reported.